Manufacturer narrative:
(B)(4) sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the facility ((B)(6) nursing home), per the facility the resident was being moved from the bed to a chair. The sling collapsed (strap gave way) and the resident fell out of the sling. The resident landed on the floor and the legs of the lift, face first. The resident was sent to (B)(6) hospital for x-rays and evaluation. The resident has a fractured finger (4th finger) on the left hand and a fractured toe (5th toe) on the left foot. The sling is being held by the facility and will not be returned to the manufacturer for evaluation.